Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # :(B)(4). Investigation summary ==> examination and functional testing of the returned device confirmed the wrench was not functioning properly appeared to be occasionally sticking/jamming. The tip of the plunger component exhibits minor deformation. Root cause attributed to the device being worn from normal use and servicing and misuse. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Examination and functional testing of the returned device confirmed the wrench was not functioning properly appeared to be occasionally sticking/jamming. The tip of the plunger component exhibits minor deformation. Root cause attributed to the device being worn from normal use and servicing and misuse. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Date of incident: (B)(6) 2019. It didn¿t break into pieces, rather was just unusable. That item acts as a clamp and as such has a lever action. It was this lever that was sticking in position, which meant it couldn¿t grip the implant properly.